Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) and ckmb results generated by the unicel dxc 600i synchron access clinical system for two patients. Subsequent testing on a different instrument produced results within the normal reference range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in green top plasma tubes. Qc was within the established ranges prior to the event. A field service engineer (fse) was on-site and found a compromised o-ring which was replaced. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date.